Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2025 with an infection that developed at the infusion site while wearing the pod. The patient reported that the site was red, inflamed, painful and had purulent discharge. The patient was diagnosed with cellulitis and was prescribed two unspecified oral antibiotics and one unspecified topical antibiotic. The patient was released later the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone17.1, cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.